Event description:
Reference number (B)(4) event occured in the united states it was reported that the patient faced infusion set defect event on (B)(6)2025. The spring detached from outer ring of inserter prior to insertion. The issue occured while cocking the spring. The patient replaced infusion set and resumed insulin successfully. No further information is available.